Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) t3pt5411, (t3® pro tapered implant 5/4mm (d) x 11.5mm (l)) for evaluation. Ups shipment 1z270w870493156853 has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. DHR review was completed for the subject lot number 2023030095. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030095 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
It was reported that it was impossible to take an impression due to a damaged internal hexagon/thread, despite using a new scan body (multiple attempts with different materials). Tooth location 16. Implant was removed and the procedure was completed with other implant.